Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and ketones/fever. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room with a "high fever" and ketones, while wearing the pod. Patient was admitted and nurse advised patient to remove device. Treatment included delivery of insulin via insulin drip. Later, a new pod was applied. Due to miscommunication between hospital staff, patient was advised to remove new device, when it was "working fine." Due to miscommunication, patient "almost lead" child to a diagnosis of diabetic ketoacidosis.